Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 10, 2020.

Manufacturer narrative:
This report is submitted on 02 nov 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to tip fold over and the patient was reimplanted with another cochlear device during the same surgery.